Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The battery in the customer's pump has been depleting rapidly for the past two weeks. Reportedly, it goes down 100%-50% in 2 hours and needs to be charged every 2 hours. There was no impact to the customer's blood glucose level.